Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during the ligation of esophageal varicose veins procedure performed on (B)(6) 2022. During the procedure, during the deployment of the first band, "the tie burst." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the suture broke.

Manufacturer narrative:
(B)(4).